Event description:
It was reported that after a surgical procedure at the user facility, the device would not stop running. The user facility reported that the procedure was completed successfully without a delay and that there were no adverse consequences or medical interventions.

Event description:
It was reported that after a surgical procedure at the user facility, the device would not stop running. The user facility reported that the procedure was completed successfully without a delay and that there were no adverse consequences or medical interventions.

Manufacturer narrative:
Follow up being submitted for investigation results and corrected information. Device not received for evaluation.